Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After a head trauma the recipient reported a tinnitus sensation. When in live mode, the volume of the tinnitus increases and the processor cannot be used.

Event description:
The recipient reported tinnitus after a head trauma. When in live mode, the volume of the tinnitus increases and the audio processor cannot be used. Tinnitus is also present when the audio processor is not in use. The recipient was sequentially implanted on this side and hearing performance on this side was never as good in comparison to his left side. The recipient was re-implanted

Manufacturer narrative:
Conclusion: based on the received information from the field, the recipient was experiencing tinnitus following a trauma. Therefore it is assumed, that the perceived tinnitus is a device unrelated medical consequence of the experienced trauma. In addition two short circuits were present for over ten years; however the device received condition did not allow a determination of the cause for these channels. Furthermore, minor damage to the active electrode due to device minute mobility could be observed during investigation, which might have contributed to the reported performance issues. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.